Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an alert 38 motor stall and ¿unable to proceed¿ messages during the cartridge and tubing fill process after an earlier supply change attempt in which the cartridge and connector were removed before rewinding, resulting in a broken cartridge and an empty chamber; the device was disconnected, restarted, a dry run was completed to 120 units, and subsequent attempts to fill tubing with new supplies led to repeat ¿unable to proceed¿ messages, after which a replacement device and supplies were arranged. Symptoms included high glucose. Outcomes included temporary interruption of pump therapy and transition to the healthcare provider¿s backup therapy. Investigation included technical support troubleshooting, data sync, collection of supply lot information, and receipt and inspection of the returned device. Investigation of this case revealed consecutive motor stalls consistent with an insulin delivery motor stall and inability to proceed during priming, with involvement of the cartridge, connector, and infusion set components. It was concluded, based on previously established findings for similar reports, that the cause was an internal device¿component¿failure of the pump motor assembly.